Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and associated h6 coding. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, as the device was not returned for evaluation and the information regarding how the site biomed resolved the issue was not provided, root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer confirmed that the site biomed did resolve the issue but did not indicate how. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a no output of an image while using the video system center during an unspecified procedure. The patient was under sedation at the time of event. The procedure was completed using a similar device. There was no patient harm associated with the event. The device will not be returned as the customer declined olympus support and stated the site biomed would resolve the issue.